Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced pain at the anchor site. Surgical intervention took place on (B)(6) 2026 wherein the anchor was repositioned to address the issue.